Manufacturer narrative:
The insulin pump passed basic occlusion and displacement test. However, the device was unable to prime during prime test due to slightly loose drive support disk. No compromised force sensor system or motor error alarms noted during testing. The device had cracked case at display window corners, reservoir tube lip, and battery tube threads. The device also had minor scratches on display window and a broken belt clip slot.

Event description:
Customer called to report an unexpected restart alarm appeared on insulin pump. Customer stated that drive support cap is protruding outward. Customer's blood glucose reading was 115 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).